Manufacturer narrative:
Continuation of d10: product ID: ev240152 (evl011965v); product type: 0264-lead-hv; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, of an extravascular implantable cardioverter defibrillator (ev-ICD) system, the lead implant process went smoothly, it was noted the patient did have a barrel shaped chest. When the lead was hooked up to the device, no oversensing was observed, however, impedance values across all vectors were high. A defibrillation threshold test (dfts) was performed, but the device was unable to detect any beats. A manual cardioversion through the device was required. Post dft, oversensing with noise and under sensing was observed. Air in the pocket was suspected. The implant procedure was completed. A check of the system was completed the next day and impedances were in range and the patient's electrograms (egm) looked physiologic. Both the device and lead remain in use. No patient complications have been reported as a result of this event.